Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, broken line. Additional information provided 09-oct-2025: catheter break was external to the patient. It is unknown if the break was complete or partial. The patient did not have any symptoms associated with the break. Nothing was infusing at that point of time. Intervention included removal and replacement of new PICC. There was no delay in treatment. Catheter was secured with PICC statlock and dressing.